Event description:
According to the reporter, during an open mastectomy procedure, surgeon was using a suture to secure allograph to patient and also to close tissue. The surgeon was using the suture in a tacking technique, using interrupted sutures. Was observed the surgeon using a 4 throw instrument tie technique, creating 2 square knots for each interrupted suture. After tacking 4 or 5 areas of the mesh, the surgeon observed that several of the knots had completely unraveled and were no longer securing the mesh. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.